Event description:
It was reported to medtronic minimed that the customer reported hypoglycemia. The customer reported blood glucose value of 61mg/dl. The customer reported hypoglycemia treated with carbohydrates. The event involved product(s) mmt-1886. Troubleshooting was not performed and it was unknown whether the customer has been using the insulin pump system within 48 hours of reported event and was using the auto mode/smart guard feature at the time of the event as there was no sensors. No further patient complications were reported. No product return is required for mmt-1886.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Unit passed self-test, rewind, seating, basic occlusion test, force sensor test, and displacement test. Unit passed dat test at 0.0874 inches. No over/under delivery anomalies noted during testing. Unit successfully downloaded to thus/thump and carelink. Unable to confirm units of normal bolus delivered on or around event date due to earliest pump download history is 02/05/2026. The electronic assemblies and motor assemblies were inspected, and moisture damage was noted at pcb1 board. The following were noted during visual inspection: corroded electronic assembly, scratched case, pillowing keypad overlay, cracked keypad overlay, stained keypad overlay, and cracked case (battery tube). The p-cap/reservoir does lock properly.pump passed functional testing and no over/under delivery anomalies noted during testing. However, moisture damage was noted at pcb1 board.medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.